Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this electrode had received multiple inappropriate shocks in the past due to oversensing of noise. Despite testing the system and previous reprogramming, surgical intervention was eventually performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.